Manufacturer narrative:
It was reported the patients wife called again to complain about the implanting physician but made no complaints against the stent graft itself or medtronic. Caller was very displeased with the physicians and the hospital. Patients wife stated their husband had a stroke right after the procedure and they were not told or confronted. The caller also reported the patient experienced bowel issues after the procedure and was on oxygen for 3 months post procedure. The caller reported the patient got an infection on (B)(6) 2019 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported the patients wife contacted technical services again on (B)(6) 2021 to report the patient experienced a dry mouth post surgery, a CT showed the patient had a blood clot and had water in their lungs. The patients wife reported on the same day of the surgery that the patient suffered a stroke and their feet turned black, it was reported the patient had gangrene. Per the implanting physician, it was reported the patient had not returned for follow up and there was no information to suggest the patient had presented for any follow ups per the patients medical chart. Therefore the physician could not confirm the alleged event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1610c124e, serial/lot #: (B)(4), ubd: 17-oct-2019, UDI#: (B)(4). Product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 16-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an unknown size. Approx. 1 year 7 months post procedure, it was reported the patients wife contacted medtronic to report the patients most recent ultrasound showed a change of stent graft placement. No cause of the migration was reported. No additional clinical sequalae were reported and the patient will be monitored.